Manufacturer narrative:
The customer reported that the nurse admitted a patient and for two hours no data was collected on the central nurse's station (cns) and it didn't alarm for an arrhythmia. The clinical specialist asked the customer if there was a 1700 docked in the back of the dsm and the customer stated yes. The specialist explained to the customer that if the bedside monitor (bsm 1700) is not docked correctly, it can cause issues with data storing on the bsm or the cns. For the missed alarm, the specialist explained to the customer that the monitor may not have met the treshhold for the alarm to occur based on the settings. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: concomitant medical device: the following device was used in conjunction with the cns: bsm: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: ni.

Event description:
The customer reported that the nurse admitted a patient and for two hours no data was collected on the central nurse's station (cns) and it didn't alarm for an arrhythmia. There was no patient injury reported.

Event description:
The customer reported that the nurse admitted a patient and for two hours no data was collected at the central nurse's station (cns) and the cns did not alarm for an arrhythmia event. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the nurse admitted a patient and for two hours no data was collected at the central nurse's station (cns) and the cns did not alarm for an arrhythmia event. No patient harm was reported. Investigation summary: the customer reported they were not able to locate patient information of a recently discharged patient and that the cns did not alarm for an arrhythmia event. Possible causes for the bsm to not store data are improper connection of the bsm-1700 with the host monitor. The cause for an alarm to not trigger is related to settings. If the patient's condition does not meet the threshold set by the user in the alarm settings of the monitoring device, the device will not alarm. As the reported device was not returned for evaluation, the reported issue could not be duplicated nor confirmed. As such, a root cause cannot be determined. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints. The following fields contain no information (ni), as attempts to obtain the information were made, but not provided: attempt # 1: 02/01/2022 emailed the customer via microsoft outlook for patient information: the customer replied by stating; I do not have any of that information. Additional model information: d10 concomitant medical device: the following device was used in conjunction with the cns: bsm: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: ni.